Manufacturer narrative:
It was previously reported that the device would be returned for evaluation. It has been communicated that the device would not be made available. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device not available

Event description:
It was found that the implanted valve flipped when the patient came to this site as outpatient department. The pressure setting was able to be changed as intended when handling it with toolkit under fluoroscopy. There was no adverse consequence to the patient. No further information was provided by hospital. The product won¿t be returned to your site